Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant placed an impella cp to support a patient admitted in four months prior to the implant of the impella cp. The patient was awaiting a transplant. The patient had known cardiogenic shock and cardiomyopathy. The patient suffered a neurological event/chronic venous insufficiency after 20 days of support and in the operating room for the transplant. The patient was placed on venoarterial extracorporeal membrane oxygenation post transplant. The patient additionally had limb ischemia. The plan was to possibly treat the impella accessed leg with possible amputation.

Manufacturer narrative:
The investigation stroke and limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and stroke were not determined. G.2 revised as selection was inadvertently omitted on the initial manufacturer device report number 1220648-2024-14454.